Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was received with the helix fully retracted, and there was distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited failure to capture. During subsequent ra lead revision, repositioning was attempted but ultimately abandoned because the lead helix was unable to extend/retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.